Event description:
Boston scientific received information that this pacemaker was not able to be interrogated. The field representative called technical services for assistance. She tried to turn off the zip telemetry,and pick pacemaker, tried a different outlet, and there was nothing else that could be turned off. She then replugged in the wand, she did not have a different programmer. Additional information was received indicating this device was explanted due to normal battery depletion and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
A technical services consultant (tsc) had set up a conference call with the fcr and another tsc, at which point the phone connection with the fcr was lost. No additional information is available at his time. If further information becomes available, or the device is returned, the event will be re-opened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific received information that this pacemaker was not able to be interrogated. The field representative called technical services for assistance. She tried to turn off the zip telemetry,and pick pacemaker, tried a different outlet, and there was nothing else that could be turned off. She then replugged in the wand, she did not have a different programmer.